Event description:
It was reported that the ilet pump displayed alert 41 indicating an insulin absolute range error that persisted after multiple restarts, including after charging, consistent with a device alarm and restart malfunction. Symptoms included no reported clinical effects. Outcomes included no impact on activities of daily living and no medical intervention or hospitalization. Investigation included confirmation of device serial information and guided restart attempts. Investigation of this case revealed a persistent alarm condition after restart consistent with a device malfunction related to insulin delivery range detection. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.